Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly emitted 064 alarms. The patient reportedly changed the battery and was unable to re start the pump. There were reportedly multiple attempts to replace the battery with no resolve. It was noted that the patient was unable to access the pump alarm history. The patient reportedly did not require any medical attention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a review of the black box revealed no evidence of power interruptions. There was one power on reset event associated with a ¿call service 064¿ alarm observed on (B)(6) 2015. The returned battery cap was used during investigation. There was no damage found to the battery compartment. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit or to the cgm module. The reported ¿no power¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the display screen contrast was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).